Manufacturer narrative:
The customer¿s report that the needleless connector valve break was confirmed. Visual inspection, observed that the smartsite cap was broken in half where the white female luer adapter (fla) meets the transparent plastic body of the smartsite. The white female luer adapter (fla) remained inside the syringe tip. Inspection underneath a lab microscope observed white stress marks at the break site of the fla and the transparent plastic body of the smartsite. No tool marks or other anomalies were observed on the smartsite valve adapter. Functional testing could not be conducted due to the break on the smartsite and an obvious leak would occur. The root cause of the breakage could not be determined.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "registered nurse attached normal saline (ns) syringe to needleless cap and had tlc clamped. The needleless cap separated from the luer lock." An incomplete date of event of (B)(6) 2019 was provided. "Rn was getting ready to flush IV and the interior of the valve came out of the luer lock section". It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient or user.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient information was provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "registered nurse attached normal saline (ns) syringe to needleless cap and had tlc clamped. The needleless cap separated from the luer lock." An incomplete date of event of (B)(6) 2019 was provided. "Rn was getting ready to flush IV and the interior of the valve came out of the luer lock section." As a result of the event there was no patent or user harm. The event did not cause a delay that significantly impacted patient outcome.